Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hypoglycemia. On (B)(6) 2021 the customer woke and felt low blood glucose symptoms. On (B)(6) 2021 the customer had slept more than 24 hours and woke up with the emergency medical service at her home. The caller reported that her nephew found her unconscious and called the emergency service. The ems received a blood glucose result of 43 mg/dl and treated the customer with serum glucose. The customer was not taken to the hospital and recovered at home. Again on (B)(6) 2021 she woke up with the emergency medical service at her home. The ems received a blood glucose result of 39 mg/dl at 6:00am and treated the customer with serum glucose. The customer was not taken to the hospital and recovered at home. The customer alleged that infusion device is delivering too much insulin, which led to hypoglycemia.

Manufacturer narrative:
Correction to section d4, f3, and f4.